Event description:
It was reported that the ilet sleep/wake button became progressively unresponsive over several months and now only responds when the device is connected to a charger, consistent with a mechanical or electrical control failure of the user interface component. Symptoms included no alarms or alerts. Outcomes included device replacement and provision of a goodwill charger, with counseling that the replacement would not be watertight and guidance on device management and data syncing. Investigation included collection of user-reported performance details and arrangement for device return. Investigation of this case revealed a persistent failure of the sleep/wake button consistent with a functional malfunction of the device¿s user interface control. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the sleep/wake button assembly.